Event description:
Paramedics responded to a pt described as in cardiac arrest. The pt was connected to the device and diagnosed as in ventricular fibrillation and shocked. The pt was resuscitated. According to the reporter, when the device's critical event record was printed, the pt's ECG was reported to be ventricular standstill with p-waves. Customer is questioning the device's ECG display.

Manufacturer narrative:
In an evaluation of the device by physio-control, a complete functional test was performed and proper operation was observed. Information regarding proper operation of the device was reviewed with the facility by physio-control and the unit returned to the customer for use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.